Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the end user was using the transfer bench in the shower and the frame part underneath the seat broke.